Event description:
It was reported that a user participating in the ilet experience study experienced a nighttime hypoglycemic event, with the cause unclear, and no device alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no long-term impairment or hospitalization reported. Investigation included a plan to collect additional information regarding the event and blood glucose details. Investigation of this case revealed insufficient information to link the event to a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.